Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was being seen in the hospital for reasons not related to the pacemaker. The lead exhibited low impedance and loss of capture. The patient was not symptomatic. The lead remained implanted.